Event description:
Philips received a complaint by the customer on the v60 indicating that a primary alarm failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a primary alarm failure had occurred. The biomed confirmed the error code in the significant log. The remote service engineer (rse) advised the replacement of the speakers and provided the part number of speaker assembly to order and replace. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.